Event description:
It was reported by customer that the bio ID sensor of the pyxis anesthesia es system is non-functional, displaying a black screen with no illumination and failing to read fingerprints. Maintenance is required for the bio ID system. The customer is utilizing an alternative pyxis system to locate medications for patients, ensuring that there is no harm or delay in the administration of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID sensor failed. The field service engineer reimaged the station, minimized the number of simultaneous connections to internet which allowed the station to sync. Still, the bio ID malfunctioned. The field service engineer replaced usb cable from bio ID to docking board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station has failed bioid. A field service engineer reported that after synchronization, bioid continued to exhibit errors. Following the replacement of the usb cable connecting bioid to the docking board, bioid is now recognized and functioning properly. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by customer that the bio ID sensor of the pyxis anesthesia es system is non-functional, displaying a black screen with no illumination and failing to read fingerprints. Maintenance is required for the bio ID system. The customer is utilizing an alternative pyxis system to locate medications for patients, ensuring that there is no harm or delay in the administration of medication. There were no adverse events or injuries reported based on this event.